Manufacturer narrative:
510k: this report is for an (1) unknown screw: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales rep. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, a patient underwent revision with a 3.5 mm distal humerus extra articular plate 8 holes and 8 screws due to non-union. The patient had hardware removal of the following devices: two (2) variable angle elbow plate, one (1) unknown 3.5 locking screw, five (5) unknown 3.5 cortex screw, two (2) unknown 2.7 mm metaphyseal screw , four (4) unknown 2.7 va locking screw, and one (1) unknown 2.7 cortex screw. It was unknown if there was surgical delay. The removal and procedure went well. Patient outcome was fine. This complaint involves seven(7) devices. This report is for four (4) unknown screws: locking this report is 7 of 7 for (B)(4).